Manufacturer narrative:
Explant date: not applicable. Initial reporter telephone: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis 1 piece zcb00 intraocular lens (iol) the haptics were sticking to each other and to the optic. Sometimes they tilt inside the capsular bag and they cannot ''get a hold''. The procedure was completed successfully and there was no patient injury.

Manufacturer narrative:
A review of the manufacturing records was performed. Lenses are measured for iol diopter power, resolution, and contrast and at the final inspection process, the lenses are 100% inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specifications. No changes were implemented during the manufacturing of the lens in method, inspections or specifications that were related to the reported complaint. The documentation showed that the production order was manufactured according to specifications. The lens met all manufacturing specifications prior to release. (B)(4). If implanted, give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.